Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event.upon evaluation of the customer's device, physio observed that the device had a white display, which is indicative of a device lock-up condition, and that it would not complete the boot cycle when powered on.

Manufacturer narrative:
(B)(4). Physio-control examined the device and verified the reported issue. Physio then replaced both the system controller (sc) and user interface (ui) pcb assemblies, as well as completed unrelated repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed ui pcb assembly and determined that the cause of the reported issue was corrupt field programmable gate array (fpga) software. The sc pcb assembly was an ancillary part and there was no failure of the assembly.